Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a open right colectomy procedure the white tissue pad fell off of the device and fell into the patient. They removed it with grasper and saw that the device had errored relax pressure on blade and tighten assembly. They completed the procedure with a new like device. There was no patient consequence reported.